Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the abutment was removed. There are plans to place a new abutment to the patient; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.